Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient passed the post procedure neurological check but later the patient experienced hypotension with systolic pressures ranging in the 70's-60's, became incoherent, and was unable to follow commands. Imaging revealed an occluded stent with thrombus. The physician elected to explant the stent and performed a carotid artery endarterectomy (cea) with a patch angioplasty. During stent explant, the patient experienced hypertension with systolic pressures ranging in the 80s - 220s systolic. After the stent explant, the patient suffered a hemorrhagic stroke. The patient is currently in an induced coma. The hemorrhagic stroke was determined by the physician to be due to the patient's high blood pressure and not due to the tcar procedure. Additional information stated that the patient had a transient ischemic attack (tia) one week prior to the tcar procedure. No further information is available. At this time, it is unknown if the reported event of an occluded stent and subsequent stroke is due to procedural issues, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event of an occluded stent and subsequent stroke is due to procedural issues, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.